Manufacturer narrative:
The reported event discomfort around the incision site was not confirmed. The insertable cardiac monitor (icm) was returned for analysis. Mechanical and longevity analyses were normal with no anomalies found.

Event description:
It was reported the patient presented to the hospital with discomfort around the incision site of the insertable cardiac monitor (icm). The icm was explanted. There were no patient consequences.